Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008 the patient underwent: l3-s1 fusion with decompression l3-4/l4-5 bilateral and l5 nerve root out to foraminal entrance zone left. Tlif l3-4, l4-5 instrumentation l3-s1 bilateral, right iliac crest bone graft. Preoperative diagnosis: spinal stenosis/spondylolisthesis l4-5, central stenosis/retrolisthesis l3-4 with possible nf stenosis left more than right. 2) previous l5-s1 decompression left. Implants: 11x30mm peek IV biomechanical device x 2, 6.5/7.5mm pedicle screws x8, large rhbmp-2 kit, 100mm strip , 30 cc cancellous chips. Patient alleges unspecified injury due to the use of rhbmp-2 .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.